Event description:
It was reported that there were concerns this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy. The device delivered 23 bursts of anti-tachycardia pacing (atp) as well as two shocks. Technical services (ts) reviewed the device data and determined that the therapy had been delivered due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient was hospitalized. The device was subsequently reprogrammed. This device remains in service. No additional adverse patient effects were reported.